Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the insufflator powered on, went blank, alarmed, and was powered off to silence the alarm. The issue was found during preparation for use in an unspecified procedure. There were no reports of patient harm and there was no medical intervention required. The procedure was completed with a different device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the pressure sensor on the main board has malfunctioned, causing the operation to stop while sounding an alarm and the display on the front panel to disappear. It was confirmed that an abnormality had occurred in the pressure sensor on the circuit board. Olympus will continue to monitor field performance for this device.